Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with tumescent infiltration pump. The customer states that after the pump was plugged in and turned on, the pump started running on its own without somebody even stepping on the foot pedal. The only way to stop it from running, was to turn the dial all the way, or to power it off.

Manufacturer narrative:
(B)(4). An inspection is currently underway. Upon completion, the results will be submitted.